Event description:
It was reported that the device had a motor service due alert, and the cassette would not attach. There was unknown physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded that after a visual inspection and functional test the pump had a nonfunctioning downstream occlusion (dso) sensor, damaged dso seal, worn uso seal, scratched lens, and sticking latch lock. The device was returned for service without the tamper seal. Turning on the pump showed an alarm for motor service due, and the pump was also not recognizing cassettes being attached, the customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, uso seal, lens and lens seal, latch lock, latch lock flex and ground strips, latch lock handle, keypad, overlay, side label, and the rear label. The pump passed all functional tests after replacements and performed as intended.